Event description:
It was reported that an unspecified pump failure caused them to pass out in a car, leading to an ambulance intervention. A subsequent unspecified pump failure resulted in diabetic ketoacidosis (dka). Reportedly, customer had a stroke and nerve damage that affected the use of their left arm and right hand. No further information was provided.